Manufacturer narrative:
Battery was exchanged and the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): battery has soh > 50% is charged in t1 to 1%, t1 signals battery full. No reconditioning in external charger possible. Danger: device is identified as fully charged after an external check , is used and device switches off because the battery is empty. No patient involvement as it occurred during workshop.